Event description:
Event description boston scientific crm received information that this atrial lead became fractured. During the revision procedure the lead was successfully replaced with another lead.